Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling immediately, stiff to touch, allergic reaction, and angioedema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with one syringe of juvéderm® ultra xc, in the upper and lower lips, the patient experienced "swelling immediately in their upper lips." Doctor provided ice pack, and "30 minutes post injection patient went back to the clinic with excessive swelling only in the upper lips." Doctor diagnosed that patient had "angioedema." The patients lips were also stiff to touch. The patient was treated with prednisone and benadryl to treat allergic reaction. Patient reported their swelling was "gone completely within 48 hours after taking the medication." As of now the symptoms are resolved.